Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection was performed on the returned guide wire, it was noted that the ball tip of the wire guide shows also shows wear and slight plastic deformation at the perimeter of the max diameter. Dimensional analysis was performed and noted the product is conforming to print specifications. A functional check was performed on the returned wire and the nail, it has been tried multiple times to insert the guide wire through the long nail and then remove again. The guide wire did not get stuck on any of the trial tests. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: reported event was unable to be confirmed due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical device: (B)(4), tear drop guide wire, (B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07644.

Event description:
It was reported that the guide wire and nail did not fit, resulting in the nail being removed from the patient. Attempts have been made and additional information on the reported event is unavailable.